Event description:
The patient was implanted on (B)(6) 2004 and reportedly received no benefit from the cochlear implant. During a recent visit to the clinic, it was discovered that the electrode array was in the eustachian tube. Surgery to re-position the patient's cii device's electrode array is to be scheduled.